Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, dizziness, nausea, weakness as well as vision impairment and difficulty standing. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids. The patient was in the hospital for 2 days.